Manufacturer narrative:
Investigation summary: based on the investigation results, the reported issue of the customer experiencing contamination or carryover was not confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend and service notes were reviewed. The potential cause for the customer experiencing contamination or carryover was not determined. The parts were replaced as maintenance. No further problems were noted, and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd facs¿ lyse wash assistant carryover of patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter: issue - contamination problem.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facs¿ lyse wash assistant carryover of patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter: issue - contamination problem.